Event description:
It was reported that the discharge button, cable, and plates were not working in association with the patient connector not fitting the cable properly. The event occurred during clinical use, but there was reportedly no patient harm.